Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-may-11 regarding a patient's im planted infusion pump containing unknown baclofen (500mcg/ml at 100mcg/day). The indication for use was intractable spasticity. It was reported that the patient experienced swelling at the pump pocket. Approximately 30-40ml of clear fluid was aspirated from the pump pocket. The fluid was sent for analysis and the managing physician was reportedly told that the fluid was not consistent with bodily fluid. Refill of the pump showed the appropriate amount of return from the reservoir. A dye study was planned for the next week (date unknown) to further investigate. It was unknown whether any environmental, external, or patient factors may have led to the issue. The issue was unresolved at the time of report, and the patient's status was alive - no injury. Additional information was received from a manufacturer representative on 2017-may-31. It was reported that cerebrospinal fluid (csf) was returned via the catheter access port (cap) during the dye study, and no leaks were seen when dye was injected. At the time of the dye study the source of the fluid in the pump pocket was unknown. The hcp reportedly aspirated more fluid from the pocket and it was sent to the lab again. Additional information was received from a business partner on 2017-jun-08. It was reported that the patient's medical history included an anoxic brain injury which resulted in the spasticity indicated for pump use. At the time of the event, the patient was reportedly taking the following medications: lexapro, colace, and seroquel. It was clarified that the type of baclofen in the pump was gablofen, at 1000mcg/ml and 204.8mcg/day. In addition to draining the fluid at the pump pocked, it was noted that the fluid was palpated over the pump site. It was specified that 33ml of fluid were removed with no change in symptoms. The refill was completed. It was confirmed that there was no hospitalization or prolonged hospitalization subsequent to this event. The results of the dye study indicated that the catheter was intact and the hcp was questioning a compromise of the port. Additional information was received from the manufacturer's representative (rep). The rep stated they are sending the pump back in for analysis. Additional information was received from a manufacturer's representative on 2017-jul-07. The pump was explanted on (B)(6) 2017 and returned for analysis. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Previously applied (B)(4) (seroma) does not apply, as it was clearly stated that the fluid was not consistent with bodily fluid. (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on 2017-jul-06. It was reported that the physician had issues with the patient's pocket being filled and believed it was a refill port issue. The pump was explanted. No further complications were reported/anticipated as a result of the event.